Event description:
Customer observed a falsely elevated advia centaur cp troponin ultra (tni ultra) result compared to the patient's clinical history and an alternate method. The elevated result was reproducible on the advia centaur cp tni ultra assay. Patient treatment was not altered or prescribed based on the falsely elevated result as the result was not reported to the physician. There was no report of adverse health consequences based on the falsely elevated result.

Manufacturer narrative:
A siemens customer service engineer (cse) completed a total service call on (B)(4) 2013 (4 days prior to the event). System was fully functional upon departure. No conclusions can be made. Siemens requested the sample for testing, however, the sample is not available. The issue appears to be sample specific. The cause for the discordant tni ultra result is unknown. Quality control (qc) results were acceptable at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00273 on november 26, 2013 for a falsely elevated advia centaur cp troponin ultra (tni ultra) result compared to the pt's clinical history and an alternate method. December 19, 2013 - add'l info: a siemens field service engineer went on site and performed a total service evaluation including replacing wash block aspirate tubing and peripump tubing. No conclusions can be made. A precision study was performed and results were acceptable. The instrument is performing within spec.